Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) producing a yellow wrench alarm was not able to be confirmed. The returned mpu (serial number:(B)(6) ) was functionally tested at the service center and was able to support operation of a mock circulatory loop for several days without issue. The unit was then scrapped and sent to product performance engineering for further evaluation. The unit was again functionally tested, and atypical events were not able to be reproduced. Provided information indicated that log files related to the event were not available for review. The root cause of the reported event could not be conclusively determined through this evaluation. The investigation also noted fluid ingress within the housing of the unit and a loose rubber encasing on the patient cable. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including those which would produce a yellow wrench) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a yellow wrench alarm on their mobile power unit (mpu). The mpu had a locking alternating current (ac) power cord. The ac power cord did not come loose at the wall outlet or the back of the unit at the time the mpu began to alarm. The patient tried to unplug the mpu in an effort to discontinue the alarm, but the attempt failed. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was removed from service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.